Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: it was reported that there are spikey plastic projection inside the tube bd purple top tube with the spikey plastic projection inside the tube. We¿ve received 3 of these this morning. This tube only had 1 projection but I¿m told one of the others had multiple projections.